Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware at the mtp joint was removed on (B)(6) 2025 due to dehiscence and a non-healing wound at the dorsal aspect of the hallux. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware at the mtp joint was removed on (B)(6) 2025 due to dehiscence and a non-healing wound at the dorsal aspect of the hallux. The wound was treated until the plate was exposed. Upon seeing the plate exposure, the surgeon chose to remove the hardware. The hardware was removed without issue. The patient's bones were fused/healed. The surgeon stated it is possible the patient's post-operative boot rubbed the incision and caused the wound. To assist in wound healing, an amniotic graft and wound vac were applied. The patient's post-operative care is now focused on wound care protocols. No other patient outcomes were reported as a result of this event. The hardware was not returned to the manufacturer for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event is the patient's post-operative boot rubbing the incision and preventing proper healing of the wound. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same hardware removal surgery was reported in MDR 3011623994-2025-00119.